Manufacturer narrative:
Report source foreign- (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device shows that the tip of the guide is bent and there is a heavy presence of biological material on the guide indicating use. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an unknown surgery. During the surgery it was noted by the surgeon that the inserters and drill guide were deformed. The surgeon had to use a second product to complete the surgery. There was no patient impact reported. No further information is available.